Manufacturer narrative:
Device evaluation: the vyaire failure analysis laboratory received the suspect device and performed a failure investigation. Disassembly of the blower module was performed and it was found that aluminum ammonium sulfate from the facility entered the device. The build-up of the debris has been traced as the main contributing factor that caused resistance to the blower rotation, which caused the component to require a higher power draw to compensate; and eventually resulted to blower failure.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Device evaluated by MFR: a new blower unit and inspiration valve nt were provided to the customer for replacement. Following part replacements and base unit test according to the latest version with amended limits and zero pressure calibration, the device performed according to specifications and was released for clinical use.

Event description:
The customer reported the following alarms: 401 - inspiration valve or device leaky, 316 - blower failure and 317 - hardware failsafe failed during ventilation on a patient and they had to remove the ventilator from the patient. No injury caused to the patient.